Event description:
The customer contacted baxter's technical service center (tsc) regarding a check patient line alarm which occurred on the homechoice (hc) during use. The hp stated there is air in the patient line. The baxter technical service representative (tsr) advised hp that they would need to end therapy and start over with new supplies. The hp stated when he did manuals yesterday he was able to drain but when it came to fill, he was not able to fill and therefore was empty. The tsr advised hp to call peritoneal dialysis registered nurse (pdrn) or medical doctor for further assistance if he was not able to fill with previous manual. The hc is operational. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance spoke with the home patient (hp) on 09/26/2011 regarding having to start over with new supplies due to a check patient line alarm. The hp stated that they continued therapy with homechoice (hc) using new supplies. The hp stated that the alarms and the air in the line was due to kink in the catheter. The hp said that the catheter was too low and had it replaced. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.